Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 165-166 mg/dl. Reportedly, the customer changed the pump supplies and continues using the pump for insulin therapy.